Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 28 in the mouth, primary stability was not achieved. The site was grafted. The clinician reported that the device is not available for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 28 in the mouth, primary stability was not achieved. The site was grafted. The clinician reported that the device is not available for investigation. There were no reported complications.